Manufacturer narrative:
The ge representative conducted an onsite investigation. The image processor and all connections on the power supply were reseated as well as the pcb's in the work station. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system had poor image quality. No pt injury was reported.